Event description:
The customer reported the system lost patient data. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The configuration was updated and the analog interface printer circuit board was replaced. The system was then found to be operating as intended.